Event description:
On (B)(6) 2012, pt reported there is a "black line" on the infusion device display that interferes with his ability to read the insulin delivery amounts. This was first noticed 1 year ago. The infusion device was not dropped, and there was no water or insulin ingress. The infusion device was replaced and requested for eval. No physiological effect would be reported, and the pt did not require treatment from a health care professional or second party to address the issue.